Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("heavy uterine bleeding / heavy bleeding"), abdominal pain ("abdominal pain"), fatigue ("fatigue") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, uterine haemorrhage, abdominal pain and fatigue had not resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, fatigue, genital haemorrhage, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: according to plaintiff ¿ medical records, she was prescribed an anti-inflammatory (for uterine hemorrhage and abdominal pain) and was discharged on or around (B)(6) 2014. Diagnostic results: on or around (B)(6) 2014, plaintiff underwent a pelvic ultrasound, to evaluate her symptoms of pelvic pain and vaginal bleeding (results not informed). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 17-dec-2020: this case become serious incident. Pfs received. Reporters information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids. On or around july 25, 2014, plaintiff underwent a pelvic ultrasound, to evaluate her symptoms of pelvic pain and vaginal bleeding (results not informed). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abnormal uterine bleeding ("heavy uterine bleeding / heavy bleeding"), abdominal pain ("abdominal pain"), fatigue ("fatigue") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abnormal uterine bleeding, abdominal pain and fatigue had not resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abnormal uterine bleeding, fatigue, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: according to plaintiff ¿ medical records, she was prescribed an anti-inflammatory (for uterine hemorrhage and abdominal pain) and was discharged on or around (B)(6) 2014. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 15-jun-2021: medical record received. Reporter information and medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.